Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported feeling scared about device function and desired confirmation that the device was working right. The patient had not been seen by the physician. The device remains in use. No patient complications have been reported as a result of this event.